Event description:
As reported via the (B)(4) study, a patient experienced a peri-procedure myocardial infarction. At the time of the index procedure, angiography revealed 60% stenosis in the distal right coronary artery (rca) and 90% stenosis in the mid rca. The distal rca lesion was 8mm in length, class b1 and de novo with timi 3 flow. The reference vessel was 3.5mm in diameter. A 3.5 x 13mm cypher rx was implanted at 9atm by direct stenting. The stent was post dilated per standard procedure with a 3.75mm x 12mm non-cordis balloon at 16atm. The mid rca lesion was 13mm in length, class b2 and de novo with timi 3 flow. The lesion was pre-dilated with a 3.0 x 12mm non-cordis balloon at 6atm and a 3.5 x 18mm cypher rx was implanted at 9atm. The stent was post-dilated with a 3.75 x 12mm non-cordis balloon at 16atm. Post procedure troponin I peaked at 1.58 (uln 0.39). The patient experienced no pain or discomfort during or after the procedure. According to the cec adjudication committee, this met arc definition of a peri-procedure mi. The investigator felt that the patient did not have a peri-procedure mi so no source documentation was provided. The post-operative course was described as uncomplicated and the patient was discharged the day after the index procedure.

Manufacturer narrative:
Concomitant medications included: lisinopril 5mg daily ((B)(6) 2010), clopidogrel 600mg intra-procedure, bivalirudin 600mg intra-procedure, aspirin 81mg (start date unknown). Concomitant device: cypher us rx 3.50 x 18, quantum maverick rx 3.75 mm x 12 mm. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00288 and 3003742446-2012-00289.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a peri-procedure myocardial infarction. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, angina, family history of coronary artery disease and smoking. At the time of the index procedure, angiography revealed 60% stenosis in the distal right coronary artery (rca) and 90% stenosis in the mid rca. The distal rca lesion was 8mm in length, class b1 and de novo with timi 3 flow. The reference vessel was 3.5mm in diameter. A 3.5 x 13mm cypher rx was implanted at 9atm by direct stenting. The stent was post dilated per standard procedure with a 3.75mm x 12mm non-cordis balloon at 16atm. The mid rca lesion was 13mm in length, class b2 and de novo with timi 3 flow. The lesion was pre-dilated with a 3.0 x 12mm non-cordis balloon at 6atm and a 3.5 x 18mm cypher rx was implanted at 9atm. The stent was post-dilated with a 3.75 x 12mm non-cordis balloon at 16atm. Post procedure troponin I peaked at 1.58 (uln 0.39). The patient experienced no pain or discomfort during or after the procedure. According to the cec adjudication committee, this met arc definition of a peri-procedure mi. The investigator felt that the patient did not have a peri-procedure mi so no source documentation was provided. The post-operative course was described as uncomplicated and the patient was discharged the day after the index procedure on dual anti-platelet therapy. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00288 and 3003742446-2012-00289.